Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of foam degradation inside the assembly. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. During the evaluation of the device, at the manufacture's third-party's service center the device was visually inspected and found evidence of foam degradation inside assembly. The device has been scrapped.